Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that during index procedure the right distal sfa with treated with two everflex devices. The doctor indicated the stents were deployed as intended, however recently received core lab analysis show stent elongation for both stents cine image evaluation summary: the cine images document the pre-deployment length a target lesions of both stents and the post-deployment length, position and configuration of the same stents. The images indicate a significantly calcific and diffused disease target vessel. The deployed stents reflected some of the irregular profile generated by the diseased vessel lumen. The irregular profile can generate gaps in the stent/ strut profile that might appear to be breaks or elongations of the stent. There were also several strut deformations that directly indicate an elongation of the stent. Stent elongation has been observed when the stent delivery system is not held in a fixed position while the stent is being deployed. 'Please note that this device (protege everflex stent with entrust delivery system) is not marketed in the united states; however, the stent is similar to the stent in the united states marketed device (protege everflex) approved under PMA # p110023. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.'